Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The field service engineer replaced the reagent probes and performed adjustments of sample probes and washes. He replaced a pipette needle, checked the wash volumes from the wash stations, changed a tube of the rinse station, and replaced the gaskets on all pipetting syringes. The investigation is ongoing.

Event description:
There was an allegation of questionable urea results from the cobas 8000 c702 module. Patient 1 initial result was 10.00 mg/dl and the repeat result was 54.90 mg/dl. On (B)(6) 2023, patient 2 initial result was 21.20 mg/dl and the repeat result was 68 mg/dl.